Manufacturer narrative:
The reported events were failure to capture, failure to sense, and dislodgement. As received, a complete lead was returned for analysis. The reported events of failure to capture and failure to sense were not confirmed. Visual inspection of the lead found the helix was partially extended and clogged with blood. X-ray examination found no anomalies on the lead. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient's right ventricular (rv) lead and right atrial (ra) lead had failed to capture and failed to sense. Chest x-ray was performed which confirmed that the rv lead and the ra lead had dislodged due to twiddle. The leads were explanted and replaced. The patient was in stable condition.